Event description:
It was reported that during a low anterior resection procedure, instrument #1: the surgeon closed device and fired. Nothing unusual noticed during firing. Only staples on the anterior portion were noted. No staples on posterior portion were found on anastomosis or in abdomen. Appeared to be only one clear donut visible, which was stuck in the anvil head. Instrument #2: as there was adequate bowel, a second device was used and the same thing occurred as described with instrument #1 above. At that point they had to create an unplanned colostomy, but it is unknown if it will be temporary or permanent. Surgeon noted that the patient's tissue was healthy, but it is unknown if the tissue was radiated. Received the following information on 9/4/2009: with regard to the colostomy, the surgeon could not say whether the colostomy would be temporary of permanent; this will be reassessed in a few months time. On 9/10/2009: to date, no additional follow up information has been received.

Manufacturer narrative:
Date sent: 09/11/2009. Evaluation summary - devices a and b arrived in good visual condition. The breakaway washers were present and cut, and there were no staples present, indicating that the devices achieved a full firing stroke. The devices were reloaded with staples, new washers were placed on the devices and both were tested for functionality. The devices fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple lines were complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process. (Device b); exp date = 06/2013 (device b). MFR date (device b): 7/2008.